Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 2 years due to an ascending aortic aneurysm with a possibly infected or thrombosed aortic valve. The health care provider also noted that the explant was not due to a device malfunction. Per the op report, the aortic pseudoaneurysm was opened and resected. The origin was found to be at the level of the left ventricle where there was a rupture of the ventricle below the level of the previously-placed valve. The defect also communicated with the right ventricle and the area of triangulation between the proximal aorta, left ventricular outflow tract and proximal right ventricle was completely destroyed. There was a 2 cm defect with communication between all these areas. The tissue was extremely tenuous and was debrided back to viable tissue. The previously-placed aortic valve had a large amount of thrombus on the noncoronary sinus valve with pannus previously thought to be vegetation on the valve. The valve was removed without difficulty. The defect between the right ventricle, left ventricle and aorta was repaired. A new 19 mm edwards valve was sewn in place and was found to seat satisfactorily. The patient was weaned from bypass without difficulty.

Manufacturer narrative:
(B)(4): thrombus. Device not returned. Unfortunately, the edwards' device was not returned for analysis; therefore, the reported findings on the valve could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.